Event description:
It was reported the guidewire was bent and couldn't be advanced inside the vein during central venous catheter insertion. The insertion was repeated on another part of the body by using another catheter set and problem was encountered again. No patient injury or complication was reported. The patient's condition was reported to be critical. Additional information was requested, but not received at the time of this report.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). Additional information received regarding event: "because of the covid, the patient was in critical condition prior the treatment. She was not due to the incident." The customer confirmed there was no harm to the patient. The current condition of the patient was not known. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was bent and couldn't be advanced inside the vein during central venous catheter insertion. The insertion was repeated on another part of the body by using another catheter set and problem was encountered again. No patient injury or complication was reported. The patient's condition was reported to be critical.